Event description:
It was reported that during a coronary drug eluting stenting procedure, the stent would not cross the lesion. The taxus express2 8.8% 2.50 x 12 mm drug eluting stent would not pass through the circumflex stenosis, despite predilation. Upon trying to remove the stent, the physician encountered "extreme resistance." The entire system was then withdrawn through the sheath without incident. No pt complications have been reported. No additional info is available at the time of this report.